Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports she "experienced a blister burn". The cause of the consumer stating she experienced a blister burn" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations.

Event description:
On 02-sep-2022 a spontaneous report from the united states was received via telephone regarding a female in her 30's who used a thermacare menstrual 8hr heat wrap. Medical history included asthma attacks and prior use of thermacare without incident for years. Concomitant products were not provided. On an unspecified date in (B)(6) 2022, the consumer topically applied a thermacare menstrual heat wrap. On an unspecified date in (B)(6) 2022, the consumer experienced a blister burn. One cell inside the wrap became hotter than the others and she developed a burn after applying it. The consumer was noted to have used the heat wrap correctly and without a heating pad. The consumer's mother was a nurse who treated her symptoms with antibiotic ointment and applied honey in between applications of the antibiotic ointment. On (B)(6) 2022, the consumer's blister popped and was purple in color. No additional information was provided.